Manufacturer narrative:
H10: imdrf device code a0401 is being used to capture the reportable issue of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, an alliance handle was used in conjunction with the trapezoid rx basket in an attempt to crush a 2cm stone. There was a stone inside the basket when the handle broke and was removed with an alliance handle. No patient complications were reported as a result of this event.